Event description:
Observation for an svc impedance out of range. A review of the old device information showed that the svc coil had been chronically stable at approximately 104 ohms. The caller states she ran impedance testing and the svc impedance measurements was 124 and 126 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).